Manufacturer narrative:
Additional information the customer¿s report of a suspected diversion or over infusion was not confirmed. Physical inspection of the device noted instrument seal was intact. The left (female) iui was observed to have dull contacts and the right (male) iui was observed with damaged ribs and dull contacts. The right handle was observed to be cracked. The front case was cracked at the lower left and top left corners. Internal inspection found no signs of fluid ingress on any of the electrical or mechanical components. No other anomalies were observed. Analysis of the pcu event log shows the pca module delivering in a ¿pca only mode¿ of amc/jv hydromorphone ns(opioid tolerant) dose 30mg/30ml (drug ID 59). The pca dose only delivers of 0.2mg at a rate of 150ml/hr and a ¿lock out¿ interval of 1hour. On 26 january 2019 at 12:45am and ends when the pca module is channeled off at 30 january 2019 on 12:13pm. There were 70 pca request made and delivered and 7 programmed bolus 1mg doses delivered between 26 january 2019 at 12:45am (pvi 611.6) and 29 january 2019 at 09:49pm (pvi 632.6), for a calculated volume infused of 21ml (pvi 21). On 29 january 2019 at 09:49pm (pvi 632.6) the syringe is changed, the volume left in the syringe is 1.604ml. After the syringe is changed on 29 january 2019 at 09:49:28 pm to 30 january 2019 at 12:13:21 pm (pvi 634.4) when the pca module is channeled off, there was 9 pca requests made and delivered for a calculated 1.8ml (pvi 1.8). From 26 january 2019 12:45am (pvi 611.6) to 30 january 2019 at 12:13pm (pvi 634.4) the total infused is 22.8ml (pvi 1.8). Functional testing performed found the device delivering fluid within specification. The root cause of the customer¿s report of suspected diversion or over infusion was not confirmed.

Event description:
The customer reported they are unsure if the device malfunctioned or there was unauthorized access and diversion of the medication. The event occurred between (B)(6) 2019 at 0100 to (B)(6) 2019 at 2300. The amount recorded in the pca log does not align with how quickly the syringes were being used. The medication was hydromorphone in normal saline supplied as 30mg/30ml. There was a loading dose of 1.5mg, and a demand dose of 0.2mg. The lockout interval varied, and the customer is unable to provide exact details.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported they are unsure if the device malfunctioned or there was unauthorized access and diversion of the medication. The event occurred between (B)(6) 2019 at 0100 to (B)(6) 2019 at 2300. The amount recorded in the pca log does not align with how quickly the syringes were being used. The medication was hydromorphone in normal saline supplied as 30mg/30ml. There was a loading dose of 1.5mg, and a demand dose of 0.2m. The lockout interval varied, and the customer is unable to provide exact details.

Event description:
The customer reported they are unsure if the device malfunctioned or there was unauthorized access and diversion of the medication. The event occurred between (B)(6) 2019 at 0100 to (B)(6) "2019" at 2300. The amount recorded in the pca log does not align with how quickly the syringes were being used. The medication was hydromorphone in normal saline supplied as 30mg/30ml. There was a loading dose of 1.5mg, and a demand dose of 0.2m. The lockout interval varied, and the customer is unable to provide exact details.

Manufacturer narrative:
Additional information to b.7. The customer¿s report of a suspected diversion or over infusion was not confirmed. Physical inspection of the device noted instrument seal was intact. The left (female) iui was observed to have dull contacts and the right (male) iui was observed with damaged ribs and dull contacts. The right handle was observed to be cracked. The front case was cracked at the lower left and top left corners. Internal inspection found no signs of fluid ingress on any of the electrical or mechanical components. No other anomalies were observed. Analysis of the pcu event log shows the pca module delivering in a ¿pca only mode¿ of amc/jv hydromorphone ns(opioid tolerant) dose 30mg/30ml (drug ID 59). The pca dose only delivers of 0.2mg at a rate of 150ml/hr and a ¿lock out¿ interval of 1hour. On (B)(6) 2019 at 12:45am and ends when the pca module is channeled off at (B)(6) 2019 on 12:13pm. There were 70 pca request made and delivered and 7 programmed bolus 1mg doses delivered between (B)(6) 2019 at 12:45am (pvi 611.6) and (B)(6) 2019 at 09:49pm (pvi 632.6), for a calculated volume infused of 21ml (pvi 21). On (B)(6) 2019 at 09:49pm (pvi 632.6) the syringe is changed, the volume left in the syringe is 1.604ml. After the syringe is changed on (B)(6) 2019 at 09:49:28 pm to (B)(6) 2019 at 12:13:21 pm (pvi 634.4) when the pca module is channeled off, there was 9 pca requests made and delivered for a calculated 1.8ml (pvi 1.8). From (B)(6) 2019 12:45am (pvi 611.6) to (B)(6) 2019 at 12:13pm (pvi 634.4) the total infused is 22.8ml (pvi 1.8). Functional testing performed found the device delivering fluid within specification. The root cause of the customer¿s report of suspected diversion or over infusion was not confirmed.